Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that the insulin gauge intermittently displayed an inaccurate fill estimate with multiple cartridges. The customer's blood glucose level ranged from 227-275 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.